Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient mentioned they're I nterested in getting an implant and stated 'I had a friend before that had an implant, and they complained sometimes that they'd move and they'd get a shock and stuff; I read an article that you (mdt) have gotten ride of that problem with this (inceptiv).' Agent reviewed trial and implant considerations, ins charging and MRI considerations, redirected to hcp, and reviewed mdt resources for hcps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.